Manufacturer narrative:
Additional information provided by author, therefore a2/b3/d4 updated.

Manufacturer narrative:
Literature citation: literature ¿limb preservation by gore-tex vascular graft for groin recurrence after postoperative adjuvant radiation in vulvar cancer¿ published by academic press, gynecologic oncology 82, 559¿562 (2001). The authors: anongnart sirisaby, panruethai trinavarat, jule namchaisiri, santi punnahitanond, pimolratthaithumyanon king chulalongkorn memorial hospital, 13 rama IV rd, pathum wan, pathum wan district, bangkok 10330, thailand. Anongnart.si@chula.ac.th.

Manufacturer narrative:
H6: 213-a review of the manufacturing records indicated the lots met all pre-release specifications.

Manufacturer narrative:
Update g4.

Manufacturer narrative:
(B)(4).

Event description:
The following information was received through literature ¿congenital abdominal aortic aneurysm in a term neonate: a case report¿ published by asian biomedicine, volume 11 (2017): issue 2 (april 2017). The case was to report a female thai infant was born spontaneously at term (3,990 g) having a large, pulsatile, abdominal mass. Computed tomographic angiography (cta) of the abdominal aorta showed a large infrarenal aaa, and a fusiform aneurysm at the left common iliac artery. Two small right renal arterial aneurysms were also noted. The large aneurysm was partially resected and a gore-tex vascular graft was placed at 15 days old. Histopathology of the aneurysmal wall revealed no specific etiology. Ultrasonography revealed thrombosis of the graft on the 13th day after surgery. Repeated cta of the abdominal aorta at age (B)(6) showed complete thrombosis of the graft with reconstitution of collateral circulation. The infrarenal aaa and left common iliac aneurysm and 2 small right renal artery aneurysms were completely thrombosed. The patient grew and developed normally to the most recent follow up at age (B)(6).